Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. A surgical revision was performed. The lead was not tested during the revision, but an x-ray was performed which did not show any noticeable reason for the high threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the stylet in the lead, and the helix retracted. Visual inspection revealed several areas of electrocautery damage to the lead approximately 14 to 18 centimeters (cm) from the terminal pin. Additionally, the outer coil was melted, which we believe was due to electrocautery during explant. Resistance testing were unable to be performed due to the explant damage to the lead. Detailed analysis revealed no fractures. Laboratory testing was unable to reproduce the reported clinical observations.